Event description:
It was reported that during an unknown procedure, the yellow component from the device fell in the patient. The yellow component was not retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information has been requested.

Event description:
Reporter alleged obtaining the results of 478 mg/dl and 147 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). Additional information was received: the sales rep confirmed that the yellow piece was not retrieved. This is not an issue for the surgeon. No potential danger for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld - damaged lifter additional information was requested and the following was received: location on tissue being stapled - peritoneum. On what firings did this occur - 3rd or 4th. No buttressing material was used. Not fired across or near existing staple lines or clips. No unexpected noises heard. Force was slightly higher, there was resistance. No problem removing yellow piece, not an issue for the surgeon. Not a recent ees account or surgeon conversion. No other information to share. Patient is doing very well. The following information has been requested: the event description indicates the piece was not retrieved, but the additional follow up states, "no problem removing yellow piece, not an issue for the surgeon" please clarify if the piece was retrieved or if it was not retrieved. A biocompatability report was completed by ees principal scientist biocompatibility toxicologist and given to ees medical director to obtain a medical opinion. The following medical opinion was documented regarding foreign body composed of polyetherimide: "I have reviewed the incident of the ems lifter becoming a foreign body. It has passed cytotoxicity, systemic toxicity, intracutaneous irritation, sensitization, hemolysis, pyrogenicity, and 14 day implantation. Although this material is documented for direct tissue contact, it has not been tested for implantation. It is opined that due to the very small nature of this foreign body that most likely the risk of removal would be greater than observation over time." The analysis results showed that one device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken and a piece missing. It is possible that the tip of the device was jammed against a hard object, preventing the lifter from moving, resulting in the driver to dig and break the lifter. Attempting to fire the device in repeatedly attempts will cause the staples to jam and ultimately enough pressure will build in the nose to open it and the pieces of the lifter to eject from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.